Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient is not sure if device is not working or something else. Past couple days patient has not been normal. They have gone back to where it was like before they started the device. They tried changing to every program and turned the amplitude all the way up and didn't feel it at all. They use to be able to feel the stimulation at only 2.5. If they move wrong or sits down all of a sudden they get this jerk. It is just periodic. Issue started almost a week now. It started thursday or friday last week. No accidents or falls reported. Patient said they don't do any hard lifting since they got the device. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.